Event description:
Device issue: resistance in vessel. Adverse effect: dissection requiring intervention. Time of adverse effect: during procedure. It was reported that during the procedure in a calcified unspecified vessel, resistance was felt when attempting to advance the 3 x 23 xience v stent system. A dissection was noted and another unspecified stent was implanted as treatment. Though requested, pt data including past medical history was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.